Event description:
The account alleged that the head brake casters will not hold while in brake mode. No pt impact.

Manufacturer narrative:
The account replaced the left head brake caster and the issue remained. No further information is available on the repair of the bed at this time.